Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
At the moment the doctor tried to put the sheath through the skin into the vessel, it gives a crack at the tip of the sheath. A gouge in the sheath tip caused the tip to be out of round. There were no adverse effects to the patient associated with the occurrence.